Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that the system stopped cutting during surgery. The suction was fine. In surgeons opinion the patient might have been harmed. The surgery could not be completed. The rest of the list was canceled. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary. The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).